Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm ratcheted handle 33cm, it was confirmed that there was a crack in the insulation, toward the distal end of the shaft. Also noticed, were dings and scratches throughout the shaft of the device. The probable root cause/s could be user mishandling or user excessive force, due to the crack in the insulation at the distal end of the shaft. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.